Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 4 additional reports, however only 1 other incident related to joint injury. Total for lot number: 4 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1 . By product family: 1x depuy cmw 3. H6 patient code: no code available (3191) used to capture the serious injury.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for deep, chronic infection, (B)(6) culture for (B)(6). Event is serious and is considered moderate. Event is definitely related to device and definitely not related to procedure. Doi: (B)(6) 2017; doe: (B)(6) 2019; (left knee).